Event description:
It was reported to philips that the system failed to emit x-rays. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the procedure was completed on another system. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was unable to perform fluoroscopy. A review of the system logfile confirmed the reported malfunction. The reported issue persisted even after multiple reboots. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found errors on the tube. To resolve the reported issue, the fse reloaded the tube type and calibrated the generator. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.